Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The returned sample was received without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. No functional test was performed on the sample. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that during a pre-use check, it was noticed that the connection part was damaged, which let blood for transfusion leak from that part. No patient injury was reported.